Event description:
During the surgery, when the surgeon was reaming, the reamer was broken in the femoral medullary space. The broken part remained in the patient's body. Procedure was completed without removing the broken part of the reamer from the patient's body. The operation time expanded.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.